Manufacturer narrative:
Correction: g2 section: the healthcare professional needed to check on the previous report.

Event description:
New information received notes the programming changes was performed by increased the sensitivity. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited noise. No intervention was performed. The patient status was unknown.